Manufacturer narrative:
The field service engineer could not duplicate the issue. Probe wash maintenance was performed and the outside of the probe was cleaned. Precision studies were performed and was within acceptable ranges. Calibration data did not indicate an issue. Quality controls were acceptable before and after the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. An incorrect value from this sample was reported outside of the laboratory. The sample initially resulted with an na value of 124 mmol/l, which repeated as 137 mmol/l. The 137 mmol/l value was believed to be correct. No adverse events were alleged to have occurred with the patient.